Manufacturer narrative:
(B)(4). B5: describe event or problem ¿ additional g3: date received by manufacturer - additional h2: additional information.

Event description:
It was reported that a signal loss occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The complaint states that signal loss was reported. Data was provided for investigation but does not reflect the full investigation window. The allegation was undetermined via data. The probable cause could not be determined via data.